Event description:
It was reported that the patient was implanted the week before reported event date and given one program to work with. The stimulation seems to not be as effective as it was prior to implant. She increases stimulation intensity and she gets a strong sensation in her right foot like "her muscles were pulling." Now she was running stimulation at a lower level than she did during the trial. Patient reported that she does have a follow up appointment with hcp (healthcare provider) the week after reported event date. It was reported three weeks later that the while stimulation was turned on, the patient reports a loss of therapeutic effect. When her stimulation was on at a level that helps with bladder control it causes her toes to curl up. She lowers stimulation to level where she does not get this side effect she does not get therapeutic benefit. The manufacturer representative advised her to try other programs and adjust stimulation as needed. The patient reports similar experience on all 4 programs. The event or symptoms occurred following an implant. It was reported over two years later that the patient never had therapeutic effect. The trial helped her and it worked well. When the permanent ins (stimulator) was installed, it was not working as well. The patient had incontinence even after the permanent was installed. Also been taking medication for incontinence to help with symptoms. The patient thinks the permanent wires were not placed in the same spot as the trial ones were. When it was first installed it was not too bad. Then, about 2.5 years ago, she moved and the patient told her urologist that the therapy was not working as well as she thought it should be. The healthcare provider did an x-rays and said the wires were in the wrong spot. Hcp(healthcare provider) revised the wires. At the time of the surgery the patient was awake and she remembers hearing healthcare provider saying that she could not seem to get the wires in the right location.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v948945, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3889-28, lot# v948945, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).